Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050555, k051689, k053241, k060214, k060217, k060218, k060218, k060493, k082538, k082852, k082913, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 an unspecified number of patients from a blood culture and qc isolates (staphylococcus aureus) were misidentified as staphylococcus epidermidis. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-106 an unspecified number of patients from a blood culture and qc isolates (staphylococcus aureus) were misidentified as staphylococcus epidermidis. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus aureus as staphylococcus epidermidis when using phoenix panel pmic/ID-106 (catalog number 448606) batch number 4121401. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. To investigate, retention panels of the complaint batch and control panels from the same material but a different batch number were tested using in house isolates s. Aureus (B)(6) on a phoenix m50 instrument and evaluated for identification results. All panels tested returned the correct identification. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.